Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator was intermittent leads wouldn't pick up during patient use. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.